Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple contact attempts were made by technical support to obtain additional information regarding the event; however, no response was received from the customer.